Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and found that while inserting the iab through the sheath, it became stuck. "In spite of maintaining one-way valve attachment after vacuuming the balloon catheter, the balloon stuck in the sheath." The sheath and catheter were removed as one unit. Another iab was inserted without complications. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.